Event description:
The physician was doing a left lower extremity angiogram; patients anatomy was calcified. The device was introduced into the body then the device ended up kinking. It was not able to pass over the bifurcation to treat. They were able to open another g38483 to finish the procedure. If contralateral, was the bifurcation angle steep? Steep calified bifurcation. What was the access site chosen? Left common fem. Details of the access sheath used (name, fr size, length)? 6fr 45cm terumo destination details of the wire guide used (name, diameter, hydrophilic)? 014 spider filter wire. What approach was used to access the target site? Contralateral. What was the target location for the stent? Mid sfa. What artery was the stent placed in? Mid sfa. Was the patient's anatomy difficult or altered? Calcifed. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. Were any other defects (other than the complaint issue) observed on the delivery system prior to return? No. Can an additional question be asked to confirm is the kink was observed on the catheter or was it on the stent? Kink was on the catheter.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.